Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2014; 459888 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket hematoma after implant of the cardiac resynchronization therapy defibrillator (crt-d). It was also reported that with pressure there was a small amount of dark blood oozing, and that a pocket infection had developed. The hematoma was evacuated and the patient was treated with antibiotics. The crt-d remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.